Event description:
It was reported that during an angioplasty procedure in the right femoral artery, when attempting to withdraw the balloon catheter through the introducer, the balloon allegedly would not re-enter the introducer and subsequently detached from the shaft and allegedly could not be removed. It was further reported that the introducer and balloon were allegedly removed through the femoral vessel. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter loaded into unknown introducer sheath was received for evaluation. During visual analysis, the balloon had broken from the proximal end of the catheter shaft exposing the inner guidewire lumen. No balloon detachment was noted and no other anomalies were noted. On the functional testing, an attempt was made to remove the sheath from the device which was failed. Further an inhouse guidewire was inserted into the catheter with slight resistance. No further testing was performed. Also, one photo was received and reviewed. In the provided photo one pta balloon catheter loaded into an unknown sheath was noted and balloon appeared to be in deflated condition. And the balloon was found to be broken from the proximal end of the catheter shaft exposing the inner guidewire lumen. No evidence of balloon detachment noted, no other anomalies were found. As the submitted photo and the return sample analysis confirms the evidence of balloon noted to be stuck within the unknown sheath and the balloon had a break from the proximal end of the catheter shaft, the investigation was confirmed for the reported balloon removal issue and identified balloon break from the catheter shaft. Since no evidence of balloon detachment was observed, the investigation was unconfirmed for the reported balloon detachment. A definitive root cause for the reported balloon removal issue, detachment and identified balloon break with the catheter could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the right femoral artery, when attempting to withdraw the balloon catheter through the introducer, the balloon allegedly would not re-enter the introducer and subsequently detached from the shaft and allegedly could not be removed. It was further reported that the introducer and balloon were allegedly removed through the femoral vessel. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter loaded into unknown introducer sheath was received for evaluation. During visual analysis, the balloon had broken from the proximal end of the catheter shaft exposing the inner guidewire lumen. No balloon detachment was noted and no other anomalies were noted. On the functional testing, an attempt was made to remove the sheath from the device which was failed. Further an inhouse guidewire was inserted into the catheter with slight resistance. No further testing was performed. Also, one photo was received and reviewed. In the provided photo one pta balloon catheter loaded into an unknown sheath was noted and balloon appeared to be in deflated condition. And the balloon was found to be broken from the proximal end of the catheter shaft exposing the inner guidewire lumen. No evidence of balloon detachment noted, no other anomalies were found. As the submitted photo and the return sample analysis confirms the evidence of balloon noted to be stuck within the unknown sheath and the balloon had a break from the proximal end of the catheter shaft, the investigation was confirmed for the reported balloon removal issue and identified balloon break from the catheter shaft. Since no evidence of balloon detachment was observed, the investigation was unconfirmed for the reported balloon detachment. A definitive root cause for the reported balloon removal issue, detachment and identified balloon break with the catheter could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure, when attempting to withdraw the balloon catheter through the introducer, the balloon allegedly would not re-enter the introducer and subsequently detached from the shaft and allegedly could not be removed. It was further reported that the introducer and balloon allegedly removed through the femoral vessel. There was no reported patient injury.